Manufacturer narrative:
Without the benefit of examination and test. Coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusion contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This case concerns a (B)(6)-year old male patient. This patient is paraplegic and is used to self-catherization. On (B)(6) 2020, during self-intermittent catheterization in a sitting position, the catheter separated three millimeters past the junction. The break was confirmed to be a clean break but with a sharp edge. The fragment stayed blocked in the urethra resulting in increased limb spasticity. The patient went to the hospital and was admitted for treatment. Under local anaesthesia, a urologist removed the catheter fragment by cystoscopy. It was confirmed that there were no urethral lesions and no other complications. The patient remained hospitalized for 2 days. The patient was discharged and the urologist authorized the patient to resume self-catheterization. Upon resuming self-catheterization, the patient experienced some bleeding, pain and urine leakage which lasted for 4-5 days. It has been confirmed that the bleeding has stopped; however, some urine leakage remained which the patient stated he has always experienced during self-catheterization. No additional information was provided.